Manufacturer narrative:
The investigation could not verify or identify any product contribution to the reported event. Functional examination found the drill to pass through the bushing with no restrictions. The drill turned freely inside the bushing. Visual examination of the submitted mbt central drill and mbt drill bushing found deformation. There was no evidence of missing material to support the reported metal shavings. A five-year complaint database search against product codes 217830118 and 217830120 finds no additional reports. No evidence was found of product error and the need for corrective was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The smokestack is warped and the drill has metal shavings.